Event description:
In 2007, the company received a report where it was claimed that the inner cannula of an 8.0 xlt developed a kink during patient use. The caller reported that the kink prevented proper air flow to the patient. The end clinician elected to replace the tube to a 6.0 xlt.